Event description:
It was reported by a non-medical professional that patient received a prosthetic device or appliance and then allegedly suffered considerable pain, discomfort and disability. Device was not removed, but patient had to undergo further surgery.